Event description:
It was reported that this left ventricle lead was explanted due to diaphragmatic stimulation. The lv lead was working appropriately. The rv was replaced with a left bundle pacing lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricle lead was explanted due to diaphragmatic stimulation. The lv lead was working appropriately. The rv was replaced with a left bundle pacing lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was nor successful as a blockage was encountered approximately 830 mm from the terminal end. This was likely due to body fluid, however x-ray imaging showed no conductor anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.